Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl displayed error codes 90007 and 900808 failing pacer test which were not cleared by opcheck. There was no patient involvement.